Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation. First inflation was performed at 12atm and second inflation at 16 atmospheres; however, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed using a 2.75×15mm non bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation. First inflation was performed at 12atm and second inflation at 16 atmospheres; however, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed using a 2.75×15mm non bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting 2.5mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).